Event description:
A customer reported to olympus, within 30 minutes of surgery the tissue pad came off and the probe broke on the sonicbeat. The broken probe was recovered. The therapeutic hepatobiliary procedure was completed using a replacement device. There was no delay or additional anesthesia required. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of tissue peeling was not confirmed. The allegation of a broken probe was confirmed. The probe was broken 13 millimeters from the distal end of the probe. There were scratches around the broken area. Upon observing the surface of the fractured area, it was discovered that the breakage of the probe started at the scratched area. In addition, there were no scratches on the handle. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the probe breaking was likely due to the following mechanism: 1. Activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip to be scratched. 2. Kept doing activated output in the state described in ¿1¿. This caused the probe tip when applied a load, cracked due to the scratches on the probe tip. 3. Some load was applied to the probe and the probe broke. The instruction manual provides the following: ¿ the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ olympus will continue to monitor field performance for this device.